Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Technical support arranged to replace the pump and instructed the caller on putting the faulty pump into storage mode and returning it within 10 days using a pre-paid label.